Event description:
It was reported that a skin irritation causing an abscess and a lump had occurred while wearing the pod between 5 and 24 hours on the arm. The patient visited their physician and was prescribed an antibiotic named flucloxacillin 5mg. Device was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin condition swelling. No lot release records were reviewed, as the product lot number was not provided.